Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they had their implantable neurostimulator (ins) explanted 6 weeks after implant because of an infection. When contacted for follow up information, the healthcare professional (hcp) reported that they were not taking care of this patient and was last under their care back in (B)(6) 2013. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, a follow up report will be sent.